Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the patient experienced a distal femoral fracture due to a fall approximately six years post-operatively. The patient was treated with a competitor interlocking femoral nail. Subsequently, the patient was revised over a year later due to pain, swelling, femoral loosening and wear.

Manufacturer narrative:
Product was received with complaint for investigation. Visual inspection of the condition for the returned articular surface confirmed that it exhibits pitting and faint scratch lines on the proximal condylar surfaces. There is a gouge out of the spine and scuffs and scratches on the distal surface. The returned femoral component has foreign material on the blasted surface and heavy linear scratches in the color buffed condylar surface. Dimensions were found conforming to print specifications where measured. The device history records for the femoral component were reviewed and identified no deviations or anomalies. The knee compatibility matrix was conducted and confirmed that all of the components are compatible.this device is used for treatment.a complaint history search identified no other complaints for the part/lot combination of the femoral component. A letter from the surgeon who followed-up the patient reports that the patient experienced a fall about seven years after primary total knee arthroplasty (tka) and the resulting femoral fracture was surgically treated with a femoral nail. When the femoral nail was removed the patient had significant metal debris in the synovium. The etiology was unclear to the surgeon and the cultures were all negative. The surgeon reports that the situation led to progressive subsidence and obvious loosening of the femoral component, which was then revised about eight years after the primary surgery, about one year after implantation of the femoral nail. The removed femoral component exhibited significant linear wear grooves on both condylar surfaces without any accompanying grooves in the articular surface. No material was found in the knee that would explain the wear of the femoral component. However, no other surgical notes were provided.the surface damage noticed on both the femoral component and articular surface point to third body wear, as confirmed by the reported presence of metal debris in the synovium. There was no issue reported for seven years post implantation prior to the patient's fall. Progressive loosening of the femoral component only occurred after the fall that resulted in a in a distal femoral fracture surgically treated with a non zimmer-biomet device. Therefore, the accident and injury of the patient are considered as the root cause of the wear and loosening.